Manufacturer narrative:
(B)(4). Approximate age of device - 1 year, 2 months. The replaced portion of the repaired percutaneous lead (driveline) was returned for analysis. The evaluation is not complete. The patient remains on going with the implanted device and no further issues have been reported. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported by the patient that the previous evening, the lvad system was alarming low flow and low voltage when connected to ac power. The patient was asymptomatic. During interrogation of the lvad system, multiple low flow and pump stoppages events were seen and had been occurring since (B)(6) 2018. A log file reviewed by the technical service representative confirmed a total of 11 pump stops and 14 low speed advisories, with speed drops were as low as 0 rpm. A technical service representative was onsite (B)(6) 2018 and reviewed x-ray images of the percutaneous lead (driveline) and no areas of concern were noted. A percutaneous lead (driveline) replacement was performed by the manufacturer's technical services. The lvad was placed on a grounded patient cable after the repair and the alarms did not return. A second log file was reviewed the following day and no unusual events were observed post the driveline replacement. No additional information was provided.

Manufacturer narrative:
Although the report of low flow events and pump stoppages were confirmed through the evaluation of the submitted system controller log file, the cause could not be conclusively determined through the evaluation of the returned portion of the driveline. A distal end driveline replacement was performed by a technical services representative on (B)(6) 2018. Approximately 19 inches of the external portion/distal end of the driveline was returned. An electrical continuity test of the returned driveline was conducted and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during this testing, even with manipulation of the lead. Both the silicone jacket and clear bionate layers appeared unremarkable. Multiple areas of shield breakdown were observed. The shielding was removed and examination of the underlying wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors. The driveline was submerged in a saline bath for high-potential testing to check the resistance of each wire's insulation. The test did not reveal any current leakage in the insulation of any of the driveline wires that could have contributed to the reported events recorded in the log file. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.